Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation, vaginal vault suspension, in order to treat cystocele, rectocele, and vaginal vault prolapse. It was reported that the patient had the concurrent procedures of an anterior and posterior repair with graft and cystoscopy performed during mesh implantation. It was reported that the patient underwent an explantation of vaginal graft material on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.